Event description:
A drainage catheter was successfully placed. Post placement it was noted this drainage catheter had fractured and detached, remaining in the patient. Another catheter was placed for continuation of treatment. The patient passed the detached segment through normal peristalsis. The patient's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the company is unable to determine if the device met its specifications. Follow up revealed this catheter was being used as a feeding tube in a patient with short bowel syndrome, which is a nonindicated use of this device.